Event description:
It was reported that during a lap lobectomy, the distal part of the staple line closest to the patient side (the heart side) split off and the bleeding was confirmed at the second firing on the super lobar artery. The deployed staples were b-formed. For stopping bleeding, cottons were used for compression and tachocomb. The operation procedure was not changed to an open procedure. The amount of the bleeding was from about 200 cc to 300 cc. Another device was used to complete the case. There were no adverse consequences to the patient. There was no problem in the pulmonary vein with the device.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Additional information: how was the patient impacted due to the event?---although there was bleeding, the operation was completed without converting. As of now, the patient¿s condition is stable. Was the patient given a blood transfusion? ---no. Is the tachocomb considered an additional treatment? ---yes. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? ---no information. What other color cartridges were used before and after this event? ---white at the 1st firing. Was buttressing material utilized? ---no if so, which product? Was the instrument fired across or near an existing staple line or clip? ---no. Were any unexpected noises heard? ---no if so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? ---no. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? ---yes. Was there any difficulty removing the device from the tissue? ---no. Is there any other additional information you would like to share about this device or procedure? ---the bleeding occurred when the jaws were opened. Also, the bleeding was from the distal part of the furthest to the cut line of the patient's side. Can you please clarify "split off"? Were all of the staples deployed?---yes. How is the patient currently? ---stable. Is the patient expected to have a full recovery? ---yes. How long has the surgeon been using the device? ---no information. Has the user and staff been inserviced? ---yes. The tissue which was the distal part of the staple line was damaged and bleeding occurred though the staples were formed properly the analysis results found that the atw35 device was received in good visual condition and with a reload loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape.